Manufacturer narrative:
The t:flex pump user guide instructs the user to remove any residual air from the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer intermittently received inaccurate fill estimates after loading multiple cartridges with insulin. Reportedly, the insulin gauge displays a lower number than what the customer expected to see. Additionally, the insulin gauge remains static for an extended period of time, and when the insulin gauge reaches the displayed volume, begins to decrease at a normal rate. Subsequently, the customer reported that the air was not being removed from the cartridge at the time of the fill estimate issues. At the time of the reported event, the insulin gauge displayed an accurate fill estimate. As the issue was not occurring at the time of the call, tandem technical support was unable to perform troubleshooting to determine a cause of the issue. There was no impact to the customer's blood glucose level.